Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3max) was stretched 122.0 cm from the hub. The complaint has been evaluated. The complaint indicated that upon attempting to remove the 3max from a penumbra system 5max ace reperfusion catheter, the 3max became stretched in the distal shaft. Evaluation of the returned device confirmed it was stretched. This type of damage typically occurs due to improper handling during use. If the 3max is manipulated forcefully at an angle within another catheter, damage such as this may occur. Stretching also may occur due to improper use of a rotating hemostasis valve (rhv) during a procedure. If the rhv is overtightened during use or is not loosened prior to removing a catheter, damage such as this may occur. The penumbra system 5max ace reperfusion catheter mentioned in the complaint was not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery using a penumbra system 3max reperfusion catheter. During the procedure, the 3max catheter and a penumbra system 5max ace reperfusion catheter were used coaxially. Upon removal of the 3max catheter from the 5max ace catheter, the physician met resistance. The physician successfully removed the 3max catheter from the patient and noted that the 3max catheter had become stretched. The procedure successfully continued using a new penumbra system 3max reperfusion catheter and the same 5max ace catheter. There was no report of an adverse effect on the patient.